Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Since the serial number of this device is unknown and olympus medical systems corp. (Omsc) could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that pseudomonas aeruginosa was detected from the stool of two patients after an unspecified procedure using olympus colonoscope (pcf-h290zi). The olympus colonoscope had been reprocessed using an olympus automated endoscope reprocessor, oer-3 (not available in the USA) with peracetic acid. It was reported that there were no symptoms of infection in the two patients and they are going well. It was also reported that the user facility conduct colonoscopy using the olympus colonoscope for other patients, but the samples collected from them were negative for pseudomonas aeruginosa. The user facility conducted a microbiological testing for all six endoscopes and two automated endoscope reprocessors at the user facility. As a result of testing, samples collected from the instrument channel of two endoscopes and a sample collected from the basin of one oer-3 were tested positive for unspecified bacteria. The user facility did not provide other detailed information on the number and the type of microbes, model name of the endoscopes, and whether the two endoscopes were used for the two patients or not. This is two of two reports on positive cultures associated with the unspecified endoscope.